Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 2 months post implant of this 20mm pulmonary bioprosthetic valved conduit implanted in a 13 year old pediatric patient, the valve was explanted and replaced with a 25mm valve of a different model. The reason for replacement was moderate to severe stenosis. No additional adverse patient effects were reported.